Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was returned for evaluation, however, review of the provided photos confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the photo of the attune tibial artic surf trial confirmed the reported breakage. The smaller balseal post was broken off at the base. The broken post was not identified in the photo.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
John flynn cssd have reported a number of broken attune instruments. Reporter unsure as to which patients these would have been used on and broken. Most of these are cracked and some have small pieces no surgery delay. Procedures successfully completed.